Event description:
Additional information noted the pump was turn off for 45 minutes and then turn back on. Additional information reported ¿they didn¿t help them with the problem they had at that time.¿

Event description:
It was reported that the patient had an MRI the previous friday, unrelated to the pump and had increased pain since friday. It was noted that the patient ¿wanted to know if the pump was on¿. It was reported that the patient had a change in therapy effect. It was noted that the patient had acute pain. It was reported that the pain in the patient¿s neck was worse on friday. It was noted that patient had pain on their neck. It was reported that the patient got hurt the prior summer and it had been hurting since. It was noted that the patient had a fall the prior summer and had neck pain ever since. It was reported that the patient ¿requested¿ the manufacturer to check to make sure the patient pump was restarted after the MRI. It was noted that they said ¿to turn off 45 minutes¿. It was reported that ¿they didn¿t need it checked¿. It was noted that the pump was used to infuse morphine. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8590-9, lot# n227655, implanted: (B)(6) 2010, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).